Manufacturer narrative:
The device has not been returned for investigation. No conclusion can be drawn.

Event description:
It was reported that a par 30 pump was observed with a burned motor and the device was inoperable.